Event description:
The (B)(4) reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 203 mg/dl. The customer's last infusion set change was (B)(4) prior to the hospitalization. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump failed the prime test three times with two different infusion sets. The caller requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.